Manufacturer narrative:
The product is not available for evaluation.

Event description:
The surgeon suspects a piece of the silicone trocar tip was left in the eye of the patient, however it could not be located for removal.